Event description:
It was reported that "wheelchair front right came off the transport chair" when the customer was "transporting her daughter from a doctors appointment" and "when her daughter sat down the wheel came off." The customer stated "there was a silver part that is cracked" and reported that her daughter "crashed into the cement." The customer further reported that her daughter "went to the hospital and sprained her wrist, knee, and ankle."

Manufacturer narrative:
It was reported that "wheelchair front right came off the transport chair" when the customer was "transporting her daughter from a doctors appointment" and "when her daughter sat down the wheel came off." The customer stated "there was a silver part that is cracked" and reported that her daughter "crashed into the cement." The customer further reported that her daughter "went to the hospital and sprained her wrist, knee, and ankle." There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.